Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation and visually inspected. The barrel of the returned sample was cracked. Cracked barrels are known contributors to needle pull offs.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off the needle at the swage. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.